Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the procedure was completed using the dissector and no bleeding was visible after multiple checks, the patient was closed and sent to post operation. It was identified the patient started bleeding over 500cc and they had to reopen to stop the bleeding. It was identified that it was from a mesenteric bleed that in the case was fine but at some point after became unsealed. Blood transfusion was done to patient. The event lead to or extended patient hospitalization.